Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The sample was received with its trigger partially engaged. No other defects or anomalies were observed. Reference attached files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws of the device and close. Another attempt was made and the second clip was unable to load properly. However, the third and final clip was able to properly load and close. The device was disassembled to inspect the internal components. Upon disassembly, there were no damages found to any of the internal components. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. No other defects or anomalies were observed. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused or contributed to this event. The reported complaint of "clip fell from applier" was confirmed based upon the sample received. One device was returned. Upon functional inspection, it was found that the second clip was unable to properly load into the jaws of the device. However, the other two clips were able to properly load and close. The device was disassembled and there were no damages found. The sample was received with 3 clips remaining in the channel indicating that the end user fired 12 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. It could not be determined what caused the one clip to not load properly. No further action will be taken.

Event description:
The clip falls from the applier when the doctor loads the applier. There were no reported patient consequences. The device was changed to complete the procedure.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73h1600555 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clip falls from the applier when the doctor loads the applier. There were no reported patient consequences. The device was changed to complete the procedure.